Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient death. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.